Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they were experiencing increased pain following programming on (B)(6) 2025. Reprogramming was performed on (B)(6) 2025. The event was ongoing. The clinical diagnosis was increased pain following programming. The etiology was a causal relationship to the device/therapy, specifically due to programming. The etiology was not related to the implant procedure. Additional information was received from the clinical site. It was reported that programming was done again on (B)(6) 2025. A follow-up was done (B)(6) 2026, and programming was not effective. The patient was scheduled for explant of the ins battery on (B)(6) 2026, and it was noted that the patient would trial a different manufacturer's device.